Event description:
The philips field service engineer (fse) reported a ventilator had a touchscreen issue and a defective gas delivery system (gds). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the philips international field service engineer (fse) replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The repair for the gas delivery system (gds) cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered gas delivery system aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil v60 standard test bed (stb) to test duplication of the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The pil technician reported this touchscreen failed diagnostics testing and resistance measurements were out of specification. The touch was not aligned. Touchscreen calibration was completed successfully, and component was then able to function correctly.

Manufacturer narrative:
H10: the philips international field service engineer (fse) replaced the touchscreen and the flow sensor. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.